Manufacturer narrative:
Please reference related manufacturer report numbers: 2015691-2015-03103, 2015691-2015-03101, 2015691-2015-03149, 2015691-2015-03150, and 2015691-2015-03154.

Manufacturer narrative:
Additional information provided indicates the event occurred prior to device approval. This event is no longer considered MDR reportable.

Manufacturer narrative:
This is one of six manufacturer reports being submitted for this case. Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, reporting and capture are being done conservatively, as the patients were implanted between 2009 and 2014 in which device availability in the united states was limited. No additional patient or procedural factors were provided that could help determine a root cause. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Canádyová j, mokrácek a, pe¿l l, kurfirst v, ¿ulda m. Short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center¿s experience. Kardiochirurgia I torakochirurgia polska 2015; 12 (2).

Event description:
As per article from (B)(4), "short-term and medium-term outcomes of transapical aortic valve implantation as a single-strategy approach: one center¿s experience" 41 patients underwent transapical transcatheter aortic valve implantation (ta-tavi). All patients received edwards sapien balloon expandable pericardial valves. One patient experienced a ¿major stroke.¿